Event description:
It was reported; during finger tighten of locking cap the screwdriver tongs broke off. It was also reported the tongs were discarded. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. An additional evaluation was performed and the report states the following: the investigation of the broken clickx screwdriver showed both connecting pins were broken. It was determined the damaged occured when tightening the setscrew and that too much mechanical force was applied resulting in damage to the clickx screwdriver. Manufacturing documents were reviewed and no complaint related issues were found.